Manufacturer narrative:
The device has been received at our quality laboratory and investigation is underway. A supplemental will be filed upon completion of the investigation. A review of the lot history record was conducted and no issues were identified that would have contributed to this event.

Event description:
Medtronic received information that during preparation for embolization procedure, the physician experienced resistance when inserting the stylet into the catheter. Upon removal of the stylet, the "inner lining" was reported to have came out of the catheter. No patient complication was reported.

Manufacturer narrative:
Corrected information: the aware date of the recall is 2016-09-29.

Manufacturer narrative:
The catheter and the stylet were returned for analysis. The ptfe coating of the stylet was found to be damaged, scraped and missing at multiple locations on the shaft. Due to the damaged condition of the stylet it could not be used for testing. The catheter was flushed and found patent. Upon examination of the inner lumen of the catheter hub, the elliptical wires were found to be exposed. An in-house guidewire was navigated in and through the catheter with slight resistance at the hub. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reports of ¿resistance with stylet¿ and ¿coating removal during use¿ were confirmed. The ptfe coating of the returned stylet was found to be damaged, scraped and missing. The damages to the ptfe coating of the returned stylet likely contributed to the reported resistance with the marathon catheter. The customer¿s report of ¿catheter inner liner removal during use¿ could not be confirmed as no issues were found with the returned marathon catheter¿s inner liner. The catheter¿s hub was found to be damaged; however, the cause for the damage could not be determined. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.